Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the customer's pump was no longer working. The customer's blood glucose level was not impacted. The pump display came on after the pump was plugged into a power source and the pump features were accessible. The customer was to use the pump to manage diabetes.